Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was successfully deployed and release criteria was met with one partial recapture performed. Air was not seen on fluoroscopy or echo during the procedure and the patient remained hemodynamically stable. Post release transesophageal echocardiography (tee) revealed air in the left ventricle. The patient continued to remain stable without changes to electrocardiogram or hemodynamic. The physician made a decision to aspirate air from the lv with a 6f non-bsc pigtail catheter. Eventually, 90% of the air was removed and the patient passed all neuro checks and was discharged.